Manufacturer narrative:
Concomitant products: peek cages, screw/rod instrumentation, autogenous bone graft (implant: (B)(6) 2006). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with acquired painful thoracic kyphosis, scheuermann¿s type with progressive 90 degree curvature, severe back pain, progressive spinal deformity with disc herniation t6-t7, t8-t9, and t9-t10 spinal cord and spinal canal compression planned. Patient underwent: stage one of a two stage spinal reconstruction with anterior right 8th rib thoracotomy; subtotal anterior discectomy t7-8, t8-9, t9-10, t10-11, and t11-12 with circumferential anterior spinal relief; correction of kyphosis and anterior interbody fusion t7-8, t8-9, t9-10, t10-11, and t11-12 with peek interbody fusion cages and rhbmp-2/acs; infused autogenous bone graft right 8th rib and anterior spinal screw/rod instrumentation under fluoroscopic guidance with intra op spinal cord monitoring; and placement of tube thoracostomy and wound closure. No complications were reported. Six days post-op, the patient underwent stage two posterior thoracolumbar decompression t6-l1 with extracavitary costotransversectomy; discectomy and stabilization t6-7 and anterior thoracic interbody fusion t6-7 using peek cage and autogenous bone graft; transforaminal lumbar discectomy and interbody fusion t12-l1 with bilateral lateral fusion distraction instrumentation pedicle screws; t6-l1 using pedicle screws, dual rod instrumentation with autogenous bone graft and placement of indwelling epidural catheter for pain management. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.